Event description:
It was reported that during a starr procedure, after performing the "parachute technique", when the surgeon tried to fire the lever, he found it blocked, as if the safety had not been released. He then turned the adjusting knob all the way for three times. Finally, at the third attempt, and applying a considerably higher force, he managed to unblock the firing lever, which made a strange noise. The stapler was extracted without any difficulties, but when the surgeon checked the staple line, he realized that the stapler had cut, but had not applied the staples, that were lying around in a non-circular shape. Therefore, the surgeon had to perform a manual anastomosis for the anterior wall, and the posterior wall was not resected. As a consequence of this malfunction, the patient experienced anemia, and required three blood transfusions. The patient is still hospitalized with a hemoglobin value of 8. The (B)(4) is not indicated for starr procedure and rectal prolapse repair. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.